Event description:
It was reported that the health care professional (hcp) requested a review of reports as the patient with this implantable cardioverter defibrillator (ICD) experienced a syncope. Technical services (ts) discussed a short ventricular fibrillation (vf) episode with a successful shock appeared to have occurred at the time of the syncope. Additionally, a signal artifact monitoring (sam) episode was stored due to potential minute ventilation (mv) oversensing. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) requested a review of reports as the patient with this implantable cardioverter defibrillator (ICD) experienced a syncope. Technical services (ts) discussed a short ventricular fibrillation (vf) episode with a successful shock appeared to have occurred at the time of the syncope. Additionally, a signal artifact monitoring (sam) episode was stored due to potential minute ventilation (mv) oversensing. This ICD remains in service. No adverse patient effects were reported.